Manufacturer narrative:
No critical pump error (open book image) alarm noted during boot up. The pump passed the displacement, rewind test, sleep current measurement, active current measurement and self test. Successfully downloaded history files and traces using thump.¿ no fatal critical alarms or three consecutivecritical handling alarms found in the history files or traces. However, pump failed on the prime/seating and pump alarmed no delivery on the basic occlusion test. In further full review found multiple no delivery alarms in the pump history for the event date of 04/08/2024 from 21:32:18.000 until 22:13:00.000 during basal deliveries and fill cannula. Pump was cut open to perform visual inspection and found dried insulin in the motor slide. The force sensor offset measured within spec range during testing (22.9 mv). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm¿not confirmed. Pump failed on the prime/seating, pump alarmed no delivery on the basic occlusion test and found multiple no delivery alarms in the pump history due to dried insulin on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and explained the pump performs safety checks and an open book image error was found. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.